Event description:
On (B)(6) 2025, the user experienced low blood glucose with a lowest recorded level of 66 mg/dl. The device alerted the user to the low glucose level. The event was corrected with 15 grams of carbohydrates. At the time of follow-up, the continuous glucose monitor read 108 mg/dl, and a confirmatory fingerstick measured 118 mg/dl. The user reported feeling shaky during the episode. The event did not persist beyond 90 minutes. No external medical intervention was required, and no caregiver assistance was involved.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.